Event description:
The following is based off a review of the patient's medical records provided to davol by the patient's attorney. On (B)(6) 2006 - the patient underwent implant of a bard/davol flat mesh, revision and laparoscopic vaginal hysterectomy, primary pelvic floor repair, left salpingo-oophorectomy, lysis of adhesions and anterior colporrhaphy.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.